Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm and initially assisted the customer by instructing them to remove the cartridge, deliver a 9-unit bolus, and reload the original cartridge. Although the bolus completed successfully and the caller was able to reload the cartridge, they were unable to resume insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.